Manufacturer narrative:
The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause the infection and no issues were found. Although the investigation found no evidence of any damage, the reported event could not be determined. The exposed portion of the soft cannula was observed to be flattened and damaged. The data downloaded from the device did not show any timeouts or drive stalls during the run. The flattening of the soft cannula caused the soft cannula to be measured longer than expected. Although the cannula was damaged, the timing and cause of the damage is unknown. The flattened and damaged soft cannula did not contribute toward the reported symptom code.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 37 and 48 hours on the arm. It was noted that the patient's blood glucose level reached 18 mmol/l (324 mg/dl). Symptoms reported include pain and itching. The patient visited their physician and was prescribed tegaderm. The patient was also prescribed fluticasone spray in the past when they initially started using the omnipod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.